Event description:
It was reported by the customer that the five pump modules had displayed an error code 240.4150. There was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had error code 240.4150 was not determined because no product or device logs were returned. Per 803.52 (f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.